Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User has no access to sound with the device. Re-implantation may take place, but medical conditions need to be analyzed.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user no longer has any access to sound with the device. No changes in health, swelling or redness on implant side were reported. The recipient was re-implanted. The implant housing was found to be slightly rocked at explantation.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated. Additionally presence of ossification was observed during implantation surgery. A contribution to the reported malfunction cannot be totally excluded.

Event description:
The user no longer has any access to sound with the device. No changes in health, swelling or redness on implant side were reported. Re-implantation is being considered.